Event description:
Both distraction pins broke off inside vertebral body upon removal. Left distal portion inside vertebral body c3-4 due to any attempt to removal remaining pins would prevent the ability to fuse the vertebrae. Use of -2-two distraction pins in c3-4 and broke off when attempted to remove.